Event description:
Instrument broke during surgery. No rep was in attendance when this happened and hospital have discarded the instrument. No delay to surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A complaints database search and review of manufacturing records could not be conducted as no product lot number was provided. Without further information or return of product the root cause of the complaint cannot be identified. The complaint shall be closed with an undetermined conclusion and monitored though trend analysis. If further information is received the complaint shall be re-opened and investigated further.